Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the date of the first surgery? (B)(6) 2023. Please tell us about the primary disease and patient's background (age, gender, medical history, presence or absence of allergy). 81 years old. Comorbidity was ht, hl, hu, dm, copd history was both tka. Is it correct that the surgical technique is anterior cervical fusion? C 4/5 anterior fusion. Please specify where the powder is to be used. Sprinkling anterior of the dura for hemostasis of epidural hemorrhage after decompression with c 4/5 discectomy. Did you understand that the entire amount of powder, 3 g, was used? 2 -3 push instead of full volume. Please let us know the lot number of the product if you know it. Unknown. Was any other hemostatic material used? None. Where and in what locations did you experience paralysis? There was no problem in the morning of the day after surgery. In the morning, quadriparesis developed. Please let us know the surgical procedure of the reoperation and what measures were taken to resolve the paralysis. In the afternoon of the same day, emergency hematoma evacuation was performed. There was a hematoma with a powder core compressing the dural canal. Was paralysis symptom improved after reoperation? Palsy tended to improve after reoperation and is still improving. The patient is still under hospitalization. How is the condition? The patient was under inpatient rehabilitation. At present, the patient is unable to walk, but will be able to walk in a few months.

Event description:
It was reported that a patient underwent an anterior cervical spine surgery procedure on (B)(6) 2023 and an absorbable hemostat was used. After applying the powder, a gauge was inserted, so washing was not done. Therefore, the patient had symptoms of paralysis, and re-operation was performed. The surgeon opines - it was my fault because washing was not done. I think that paralysis may have occurred because washing was not done after using the powder, which caused swelling of the powder and compressed the nerve. The patient is hospitalized. Re-operation was performed on the day after the surgery. The patient is being followed up. Additional information was requested.